Event description:
It was reported that, the pin between the two pieces of pituitary broke. No fragments of the product were left remaining in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the product broke when the surgeon was removing disk. The product came in contact with patient. The surgery was completed. No patient complications were reported.